Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema, decreased/impaired vision and elevated iop are identified in the labeling as known inherent risks of trabecular micro-bypass stent/cataract procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. (B)(4).

Event description:
Initially, it was reported that following a successful cataract plus trabecular micro bypass stent system procedure, the patient presented on postop day five (5) with an ¿apparent spontaneous hyphema¿ observed superiorly from the area where the stent was placed. The patient also reported experiencing visual change. The surgeon conferred with glaukos medical monitor. Possible causes for reported hyphema were discussed including expected occurrence and treatment options. Through follow-up, the surgeon reported the following additional information. Reportedly, the patient underwent uneventful left eye cataract plus stent procedure. The hyphema was characterized as grade I (less than or equal to 1/3 anterior chamber vol.) Associated with elevated iop (short term only). Per the surgeon, the patient was on anticoagulation preoperatively and the hyphema was treated with steroids (prednisolone and short term combigan). The patient was reported as ¿doing well with iop reasonable on one (1) drop currently and the adverse event resolved¿.